Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was not recognizing the correct power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the device failure to detect the power source and charge its internal battery. Performance testing revealed that the device was detecting the main ac power as an external battery resulting in charging issues. Based on all available evidence and complaint investigations of a similar nature, the device failure to accurately detect the power source was due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not recognizing the correct power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.